Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the back therapy electrodes. The patient was prescribed to use calamine lotion as well as hydrocortisone cream. The irritation did not improve after using calamine lotion. The outcome of the irritation after using the hydrocortisone cream is not known.